Event description:
It was reported that the patient has deceased. The cause of death was reported to be a heart attack. There is no allegation from a health care professional that suggests that the death was device related.